Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR report #1627487-2017-07359. Reference MFR report #3006705815-2017-01705. Reference MFR report #3006705815-2017-01707. Reference MFR report #1627487-2017-07405. It was reported that patient experienced itching and faint diffuse rash over small areas of the body intermittently. Cultures showed infection. As a result, surgical intervention was undertaken wherein the scs system was explanted.